Manufacturer narrative:
(B)(4)

Event description:
It was reported that the atrial lead exhibited loss of sensing. The lead was capped. No patient symptoms were reported. No further information could be obtained at this time.